Event description:
This is part of a continuing legal complaint. The plaintiff-pt alleges itching and pain. Info from medwatch report #1010475.

Manufacturer narrative:
This report is a correction. This could not be a calcitek product. Calcitek did not begin manufacturing blade implants until 1988. The pt is claiming she was implanted in 1985, three years before, calcitek began making blade implants. Please note this correction.